Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three years ago. Aneurysm and vessel morphology were not reported. It was reported that the anuerx cuff was implanted for repair of a proximal type 1 endoleak. The cause of the endoleak is unknown. The patient was brought in emergently with a contained rupture and the cuff was implanted. It was noted that the product was implanted after its expiration date. The patient was not given any medication and has since been sent home and is doing fine. No clinical sequelae were reported.

Manufacturer narrative:
Results: physician used expired product; pre-operative rupture. Conclusion: physician used expired product; pre-operative rupture.